Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Pump received with detached end cap noted. Unable to perform displacement test due to detached end cap. The test reservoir p-cap was able to lock in place.

Event description:
Information received by medtronic indicated that the battery case cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.